Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 407452 implantable pacing lead, implanted: (B)(6) 2013; addrs1 implantable pulse generator (ipg), implanted: (B)(6) 2013.

Event description:
It was reported by the patient that the leads "had moved". Additional information obtained from the clinic noted that the leads had dislodged. The leads were revised and remain in use. No patient complications have been reported as a result of this event.